Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: recurrent mitral regurgitation after transcatheter edge to edge repair: a percutaneous approach with valvular plug b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "recurrent mitral regurgitation after transcatheter edge to edge repair: a percutaneous approach with valvular plug", was reviewed. The article presented a case study of an 84-year-old male patient with a history of degenerative mitral regurgitation (mr), posterior leaflet prolapse, coronary artery disease with distal circumflex stenosis, and bleeding for angiodysplasia. Two mitraclips were implanted. Approximately one year later the patient presented with progressive fatigue and dyspnea. Imaging showed severe recurring mr with a dominant jet between the two clips and a new jet in the a2/p1 (anterior 2 and posterior 1 leaflet segments). The recurrent mr was believed to have been due to a progressive leaflet prolapse. An amplatzer valvular plug iii was chosen for implant to treat the regurgitant jet and a mitraclip xt. An additional mitraclip was placed a2/p1, however the patient's gradient rose to 13.5mmhg. The clip was removed from the patient, and the procedure was concluded. [The primary and corresponding author was vincenzo cesario, clinique pasteur, groupe cardio vasculaire interventionnel, 45 avenue de lombez, toulouse, 31300, france, with corresponding e-mail: vicesario91@gmail.com.].

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation determined that the reported recurrent mr appears to be due to patient conditions (progressive leaflet prolapse). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and an amplatzer valvular plug iii was chosen for implant to treat the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling. Literature attachment: recurrent mitral regurgitation after transcatheter edge to edge repair: a percutaneous approach with valvular plug. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "recurrent mitral regurgitation after transcatheter edge to edge repair: a percutaneous approach with valvular plug", was reviewed. The article presented a case study of an 84-year-old male patient with a history of degenerative mitral regurgitation (mr), posterior leaflet prolapse, coronary artery disease with distal circumflex stenosis, and bleeding for angiodysplasia. Two mitraclips were implanted. Approximately one year later the patient presented with progressive fatigue and dyspnea. Imaging showed severe recurring mr with a dominant jet between the two clips and a new jet in the a2/p1 (anterior 2 and posterior 1 leaflet segments). The recurrent mr was believed to have been due to a progressive leaflet prolapse. An amplatzer valvular plug iii was chosen for implant to treat the regurgitant jet and a mitraclip xt. An additional mitraclip was placed a2/p1, however the patient's gradient rose to 13.5mmhg. The clip was removed from the patient, and the procedure was concluded. [The primary and corresponding author was vincenzo cesario, clinique pasteur, groupe cardio vasculaire interventionnel, 45 avenue de lombez, toulouse, 31300, france, with corresponding e-mail: vicesario91@gmail.com.]